Event description:
The customer reported that the pump was infusing oxytocin at "80-114/hr" (unspecified whether this is rate or dose), the device alarmed for patient side occlusion for the second time in an hour at 0200, the nurse repositioned the patient's arm and restarted the pump. At that time the nurse noted that the roller clamp was closed but "the pump still indicated it was infusing and the volume infused read 550 mls since 1900. The bag hanging had 650 tba..." (Presumed to mean "to be absorbed") "...and was not dripping. 247 mls had been charted to have been infused on dayshift. Do not know how or who closed roller clamp." The clinician believes the device continued to run with no alarm but with a closed roller clamp, and believes that the 550 had not infused; the report indicates that the oxytocin was being increased to higher levels because the patient's contractions had started "spacing out" and they were attempting to achieve a labor pattern. There is no report of patient harm or medical intervention.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Manufacturer narrative:
The customer¿s report of the pump not alarming for occlusion was not confirmed. The pcu event log showed that the pump module was powered on at 10:41 am on (B)(6) 2015. At 10:42 am the device was programmed to infuse at 6ml/hr with a vtbi of 950ml. Between 11:04 am on (B)(6) 2015 and 1:05 am on (B)(6) 2015, the rate was titrated up and down numerous times. At 1:05 am, the device alarmed for patient side occlusion and was restarted. At 1:41 am, the device alarmed for patient side occlusion and was restarted. At 1:42 am, the rate was changed to 114ml/hr. At 1:48 am, the device alarmed for partial patient side occlusion and was restarted. At 1:49 am, the device alarmed for patient side occlusion and was restarted. At 1:57 am, the device was channeled off and alarmed for patient side occlusion before shutting down. The root cause of the report that the pump did not alarm for occlusion was not identified; the device event log recorded 4 patient side occlusion alarms and one partial patient side occlusion alarm. No devices were returned for investigation by the customer.